Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, give date: not applicable as lens was removed and replaced within the same procedure. If explanted; give date: n/a (not applicable). Not applicable as lens was removed and replaced within the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was stuck during insertion. There was patient contact with the lens. There is no indication of patient harm or that surgical intervention required. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product has not received after 20 days, since ir has opened. Therefore, the sample evaluation could not be performed. And the reported issue could not be verified. If product is received after initial closure, the investigation (if necessary) may be re-opened to complete the sample evaluation. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed, one additional complaint folder (cf), due to dc-uncontrolled delivery created for this production order (po). However, it was not confirmed, as manufacturing problem. The reported event is not related to this event. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.